Event description:
The customer contacted the manufacturer to report that as they were uncrating the table and were in the prcoess of moving the table, the lumbar section of the table was observed as not being horizontal and level with the other cushion sections, it was tipped downard. Pictures were sent by the customer to the manufacturer and it was determined that there may be a partial weld break and the immediate decision was made to have the table shipped back to the manufacturer. There was no patient contact with the device.